Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was chipped by the right front bottom corner. No visible contamination. Serial number was missing from the display. Plunger sensor failure was in the history. Reported problem duplicated during the power up process. Error found in event history log. Steady state reading of the force sensor (with no pressure on it) count 257 and 0 6.43 pounds (lbs). The root cause of the reported issue was found to be normal wear of the plunger cable. The pump was over 10 years old. Replaced plunger cable. Performed power up process and all the functional test passed.

Event description:
It was reported that the device was unable to calibrate pressure sensor, replaced board and plunger printed circuit board (pcb). No patient injury was reported.